Manufacturer narrative:
(B)(4). F/u with the customer found that the facility is on indefinite hold regarding the decision to either repair or remove the device from svc. The device was not returned to physio-control for eval. Hence, the cause of the reported issue could not be determined.

Event description:
During routine insp, it was reported that the device energy output was 40% to 60% lower than the selected amount. For a 50j, 100j, 200j and 360j settings, the device delivered 7j, 8j, 93j and 167j respectively. There was no pt use associated with the event.